Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a confirmed fracture was noted on the epicardial lead left atrium lead.  The lead was capped and replaced.  No patient complications have been reported as a result of this event.